Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test. The sensor failed per specifications. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump kept saying he was low when he was not. The insulin pump would also shut off when his blood glucose level was not low. The customer's blood glucose level was 167 mg/dl but his sensor glucose reading was 77 mg/dl. The sensor and blood glucose difference was not within acceptable range. This had been an ongoing issue over multiple boxes of sensors. The customer was advised that the device would be replaced and agreed to return the product for analysis.